Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of the inability to aspirate was not determined. The representative was going to try and return the explanted catheter.

Manufacturer narrative:
Analysis found a non-conformance in the body of the 8598 catheter consistent with a hole/tear caused by the catheter connector pin. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [¿2000 mcg¿] at a dose of 550 ¿mcg¿. It was reported the patient apparently fell on (B)(6) 2017. The patient had been experiencing tingling all over the body and itching of the lower legs since the fall. A dye study was done on (B)(6) 2017, and an hcp was unable to aspirate the catheter. The hcp was going to revise the catheter on (B)(6) 2017. The issue was not resolved at the time of the initial report. They didn¿t know if the patient¿s fall caused the catheter problem; they just knew at the dye study, the hcp was unable to aspirate. Other medications the patient was taking at the time of the event included oral baclofen in the hospital. The patient¿s status at the time of the report was alive ¿ no injury. Additional information received on (B)(6) 2017 from the hcp via the representative reported the patient had a successful catheter revision that day. The old catheter was completely removed, and the hcp placed a new catheter to level t6 which was the same level as previous. Placement was confirmed with fluoroscopy. Good cerebrospinal fluid (csf) flow was observed. The hcp also ordered a motor check at the back table prior to connecting the pump to the new catheter. The motor check was good as well as no motor stall noted in the pump logs at pre-operative check. No further patient complications were reported. Patient medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to collect the catheter to send back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-jan-11 from saol therapeutics reported the patient started treatment with lioresal on an unreported date at the ¿end of september 2017¿. On an unspecified date in 2017, a day or two after the fall on (B)(6) 2017, the patient felt funny followed by itching a day or two later. The patient was subsequently admitted to the hospital (date unknown) with an admitting diagnosis of cerebral palsy and intrathecal baclofen (itb) withdrawal. The physician noted that intrathecal lioresal wasn't the issue. Treatment included oral baclofen, which was not helpful and was sedating. As of 2018-jan-05, the events had improved after the catheter revision and treatment with lioresal continued. Additional patient medical history included spastic quadriplegia secondary to cerebral palsy.